Event description:
It was reported to target that during the embolization of a cerebral fistula, this idc coil detached unexpectedly inside the microcatheter. This event did not cause any harm to the pt, who was reported in good condition after the procedure. Twenty other idc coils were delivered without difficulties.